Manufacturer narrative:
Associated accessory device: act monitor, model # com001, catalog # smt5800, (B)(4), asset # 2243434341.

Event description:
Called patient and she has returned the device, stated that she was getting a shock when wearing the device.